Event description:
Patient developed facial blisters in the shape of the oxygen mask after 18 hours of use.

Manufacturer narrative:
Mask had been placed on patient for around 18 hours before removal and identification of blistering. There was no documentation of anyone putting any lotion, cream, etc. On the skin of the face. Patient reports no known allergies. Associated facilities to the initial health facility reports no skin issues with using the device.